Manufacturer narrative:
(B)(4). Lifter. The analysis results showed that one device was returned in good visual condition. During the analysis the staples would not feed, therefore the device could not be functionally tested. The device was disassembled to verify the conditions of the internal components and the lifter was noted to be broken. It is possible that the tip of the device was constrained during the procedure in a manner as to prohibit the natural movement of the lifter, resulting in the driver to dig and break the lifter. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a bilateral inguinal hernia repair by video procedure, the stapler did not work. It was necessary to replace it for another one. There were no adverse consequences for the patient.